Event description:
It was reported by a customer on (B)(6) 2011, the damaged fiber tip failed and broke off at 34,000 joules. Also, it was reported the fiber tip was retrieved. No patient injury was reported.